Manufacturer narrative:
Initial reporter occupation: supervisor/administrator, clinical manager. Complete event site name: (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the heartrate was low with a mean of 62 and showing 84 augmentation. The customer noted that the invasive pressure and the arterial waveform did not coincide, which it was explained to them that this was normal. There was no patient harm or adverse event reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4)